Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient¿s friend or family member had just received a text from the patient saying his symptoms seemed to be returning. The patient was at school. It was noted that the patient was a pediatric patient. Patient had not had any falls or traumas. Patient programmer had not been used since the patient was implanted in (B)(6). Additional information received reported the cause of the event was the patient was having difficulty with turns and balance. Reprogramming was done on (B)(6) 2014. It was noted that the patient had the previous device replaced on (B)(6) 2013. Patient had not required hospitalization due to the event.

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# v553427, implanted: (B)(6) 2011, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# v553427, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v553427, implanted: (B)(6) 2011, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
Additional information received reported the patient had received assistance from their healthcare professional or manufacturing representative and their concerns were resolved.